Manufacturer narrative:
The elecsys ft3 iii and elecsys ft4 IV reagent lot numbers and expiration dates were not provided. A field service engineer (fse) determined that the degasser tank, degasser pump, gear pump, sample probe, sample probe lld board, and an air bubble passing through the flow channel were the root causes of the event. A more specific component failure could not be identified. The investigation determined that the service action resolved the issue, and the analyzer is working according to specification again.

Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys ft4 IV results for 1 patient sample on a cobas e 602 module. The initial elecsys ft3 iii result was 5.89 pg/ml. The repeat result on another unit was 1.80 pg/ml. The initial elecsys ft4 IV result was 3.10 ng/dl. The repeat result on another unit was 1.60 ng/dl.